Manufacturer narrative:
Evaluation summary: the implant was not returned for examination; therefore, omni could only use the implant usage the implant usage ticket information to confirm the lot numbers of the product reported. Based on the information provided, a review of manufacturing and sterilization records was performed. All implant lot records were reviewed and there were no deviations reported. There was no evidence in the files that showed a correlation between the device and the adverse event. There was no report of defect or failure to meet identity, quality, durability, reliability, safety, effectiveness, or performance of the device.

Event description:
The sales representative reported a hip revision surgery due to infection. During the surgery the surgeon removed and replaced an omni femoral head.